Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was missing data despite being in use. Customer's blood glucose level was within range (value not provided). Reportedly, customer continued using pump for insulin therapy.